Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/18/2014: missing keypad cover, damaged audio bolus button cover and contamination of the button contacts.

Manufacturer narrative:
Submitted: 04/08/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was missing from the pump. The audio bolus button cover was torn and had a hole in the center of the button cover. All the keypad button contacts were exposed. On testing, the audio bolus button and all they keypad buttons were responsive and functional. Contamination was present under the contacts of all the keypad buttons.